Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid via an implantable pump for spinal pain. The patient stated he was originally on dilaudid, and his healthcare provider (hcp) expressed concern about a possible granuloma. The hcp had issues with granulomas, and wanted to rule this out for the patient. The patient was sent for a test; the patient did not have a granuloma, but decided to change out the medication to fentanyl and bupivacaine to reduce risk. No further information regarding the granulomas was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.